Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2015 during which the surgeon noted the mesh was partially removed, as well as the abscess it had caused. It was reported the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted infected mesh, multiple small bowel and omental adhesions, directly to the mesh. It was reported that the patient experienced dense adhesions, infections, chronic inflammation, abscess and chronic, intractable abdominal pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.